Event description:
It was reported that during a procedure, the tip of the unit had been broken off. Further, the broken tip was retrieved. A replacement was available and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.